Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error code displaying. It was also noted that the hanger assembly was broken and the liquid crystal-display (lcd) was out of specification (electrical). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator generated an error code. The return status of the device is unknown. There was no patient involvement associated with this event. It was further reported that the external pulse generator (epg) was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.